Event description:
The customer reported, a frozen screen and unresponsive buttons. The customer stated that he wore the insulin pump in the shower and it got wet. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case. No button response due to a corroded connector on the liquid crystal display board. Moisture damage was noted on the electronic assembly. Unable to confirm the frozen display due to the keypad anomaly.